Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 08/09/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue/location was suturing when pull-off occurred? Please provide the lot number for the involved device. Please provide the procedure name. No further information on the procedure and product details. The hospital wanted to let us know about the needle without suture and were not too concerned with any patient issues.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue/location was suturing when pull-off occurred? Please provide the lot number for the involved device. Please provide the procedure name. Trade name - irgacare® active ingredient(s) ¿ (B)(4). Dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on may 20, 2021 and suture was used. During the procedure, the needle detached from the suture. The needle was found. No adverse patient consequences were reported. Additional information was requested.